Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the basket not closing could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the doctor used a grasping basket to take blood clots during a diagnostic bronchoscopy procedure. When removing the disposable grasping forceps , it was found that the basket could not be closed and the blood clots could not be taken. The procedure was completed with a similar device. There were no reports of patient harm.